Event description:
It was reported that they were replacing a synergy stimulator to a prime stimulator after 7 years. They were changing the ins because of an eri (replacement indicator). While inserting the pocket adapter into the prime stimulator, the physician felt a resistance. They connected the adapter with the stimulator. The impedances were good. The physician had concerns and discovered a kink in the adapter just behind the connection to the stimulator. They changed the pocket adapter. There was no harm or injury to the patient. The patient was fine.

Manufacturer narrative:
Product ID 74002, lot# 0205044706, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product typ adapter. (B)(4).

Manufacturer narrative:
Analysis of the adapter model # 74002, serial/lot # (B)(4) found the stim adapter body was bent. No significant anomalies. (B)(4).